Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via a review of the patient's historical events stored in the device memory. This patient with chronic atrial fibrillation (af) had received five inappropriate shocks during a single event. It appears the patient's rhythm remained unchanged and there was no report of any adverse patient effects. No additional shocks were noted and the event was likely a result of a known risk with the patient's af rhythm.